Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, the jejunal tube was clogged. While waiting for the replacement, the administration of duodopa was reportedly administered through the gastric port. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, the jejunal tube was clogged. While waiting for the replacement, the administration of duodopa was reportedly administered through the gastric port. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on december 4, 2016. It was reported the jejunal tube migrated. Reportedly, ¿the gastroenterologist has noted that the intestinal tube was absent (lost in the intestinal tract.)¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, the jejunal tube was clogged. While waiting for the replacement, the administration of duodopa was reportedly administered through the gastric port. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on december 4, 2016. It was reported the jejunal tube migrated. Reportedly, ¿the gastroenterologist has noted that the intestinal tube was absent (lost in the intestinal tract.)¿